Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error or open book image alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error or open book image alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Insulin pump received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was crack along battery compartment. Customer's blood glucose level was unknown. The device will be returned for analysis.